Manufacturer narrative:
The rod was received for functional and visual testing and the reported event was confirmed. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2018. Based on engineering review performed on (B)(6) 2020, it was identified that the rod failed to distract post-operatively. There was no patient injury reported.